Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire stuck was observed. During preparation, attempts were made to deploy the farawave pulsed field ablation catheter into flower shape, the catheter stayed in a biscuit shape and did not go into flower as expected. At the same time, the physician tried to move the guidewire, but it was stuck even if the catheter was closed or in another configuration. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.